Event description:
On 2021-sep-20, additional information was received from the manufacturer representative (rep). Information reported regarding the 20 cc discrepancy; expected volume 7, actual volume 27. Information reported regarding the 27 cc discrepancy; expected volume 27, actual volume 38. The patient experienced an increase in pain. An MRI was negative for granuloma. A catheter dye study was not performed, the patient was admitted to hospital for pneumonia. The issue has not been resolved. The system remains implanted. On 2021-sep-22, additional information was received from the manufacturer representative (rep). The rep reported the cause of the volume discrepancies was not determined. The actions/interventions to resolve the volume discrepancies was requested. The rep stated that an MRI was performed prior to hospitalization and was negative for catheter-tip granuloma. The patient was hospitalized for pneumonia and "future interventions delayed". The rep then reported that "7cc was expected and 27 cc was aspirated. I did confirm that I did not accidentally put the refill as 20 cc rather 40 cc." On 2021-sep-30, additional information was received from the manufacturer representative (rep) and healthcare professional (hcp). Additional information clarified the previously reported volumes. The hcp stated, "27 cc was aspirated but 7 cc was expected". This meant that there was 20 extra cc's of medication in the pump that should not have been there.

Manufacturer narrative:
Continuation of d10: product ID: 8709; lot#serial#: (B)(6); implanted: on (B)(6) 2003; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 16-jul-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown medication via an implanted pump for non-malignant pain and peripheral neuropathy. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. It noted at the last refill (date unknown) the patient had a 20cc discrepancy. At the last appointment (date unknown) the doctor reported a 27cc discrepancy. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included an MRI to check for granuloma on (B)(6) 2021 and possible dye study to be determined. Actions/interventions included the patient was scheduled for an MRI. The issue was not resolved at the time of this report and ¿alive- no injury¿. It was unknown if surgical intervention was planned. The patient¿s weight and medical history were asked but unknown.